Event description:
It was reported that the patient's left hip was revised due to the inner bipolar portion of a constrained liner dissociating from the outer portion. The constrained liner and femoral head were revised to another constrained liner and femoral head. Rep can provide pictures and otherwise confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown trident liner was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "the two ap x-rays demonstrate a pressfit tha, the acetabular shell and femoral stem are in anatomic position. Both x-rays show the presence of a constrained liner that has displaced from its acetabular shell. Dissociation of a constrained liner from its acetabular shell is confirmed. The root cause of this disassociation cannot be determined from the limited amount of documentation provided.". -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to disassociation of the inner bipolar portion from the outer portion. The event was confirmed via clinician review of the provided x-ray images. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, additional pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to the inner bipolar portion of a constrained liner dissociating from the outer portion. The constrained liner and femoral head were revised to another constrained liner and femoral head. Rep can provide pictures and otherwise confirmed that no further information will be released by the hospital or surgeon.